Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient is experiencing pain near her lead incision site whether stimulation is on or off as well as ineffective stimulation. The patient will follow-up with her physician for x-rays as well as to discuss possible surgical intervention to address the issue.